Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the siremobil compact l system. The user reported that when the tube is placed in the top position, the cover may fall down onto the grid and become damaged. There is no report of impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation showed that the customer did not properly tighten the cover as described in the operator instruction. The option (sterilizable plastic cover); which is used for the laser beam cross, consists of two parts, the laser beam plastic cover and a special hood for fixation. It is recommended to use both parts; however, the operator did not use the fixation hood. The operator has been instructed to use the fixation hood as described in the operator instruction. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.